Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device is not available for return, however a photo was provided for review. The investigation is currently underway. (Expiry date: 07/2020).

Event description:
It was reported that during preparation a piece of the catheter allegedly detached. Reportedly, a new kit was opened to completed the procedure. There was no patient contact.

Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Investigation summary: one electronic photo of a split tip catheter and tunneler was returned for evaluation. A photo review was performed. The investigation is inconclusive for damaged/defective catheter, as the photo captured only a part of the catheter and no obvious damage or defects were visible on the catheter. However, the investigation is conclusive for damaged/defective tunneler, as a broken tunneler tip was observed in the returned photo. The exact root cause for the damaged tunneler could not be determined. However, it is likely that supplier issues may have contributed to reported event. Corrective action has been issued to turnxon precision co. Ltd to address the damaged tunneler issue and identify appropriate actions. Labeling review: as this complaint has been found to be manufacturing/supplier related, a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) is not applicable. Product labeling would not have prevented this issue. (Expiry date: 07/2020).

Event description:
It was reported that during preparation a piece of the catheter allegedly detached. Reportedly, a new kit was opened to completed the procedure. There was no patient contact.